Manufacturer narrative:
The investigation has been completed. Based on the analysis, no failure related to the load fill tubing issue was identified, the occlusion alarm investigation could not be completed as the cartridge was not returned and a different issue was identified.

Manufacturer narrative:
An additional lot number was reported (lot #m019269). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. A system check was performed using the current supplies and the pump performed as intended. No damage was noted to the infusion set cannula. Additionally, it was reported the customer did not observe insulin dripping out of the cartridge tubing with multiple new cartridges. The customer's blood glucose level was 206mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.